Event description:
Event description guidant received information that at the changeout procedure of this patient's ICD, a problem was reported with this intervene lead. Testing revealed impedance measurements > 3000 ohms. Interrogation of the lead found a fracture approximately one half inch past the terminal pin on the lead body. The lead was removed from service and surgically abandoned. A new guidant system was successfully implanted.